Manufacturer narrative:
The insulin pump had a motor error alarm and motion sensor test failure alarm during rewind due to motor encoder out of phase. Analysis was unable to perform the displacement, basic occlusion,occlusion, prime/ compromised force sensor and no delivery test due to motor error alarm during rewind. The insulin pump received with cracked reservoir tube lip, belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motion sensor test failure alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 198 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.